Event description:
It was reported that the right ventricular (rv) lead was undersensing during the implant procedure. The physician implanted a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage (lv) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst commented that helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. (B)(4).